Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, and labeling. Based on a review of this information, the following was concluded: the complaint of a foreign material on the connector was inconclusive due to the sample condition. One photograph was the only item provided for investigation. The photo showed the luer hub being held in front of a safestep infusion set label with part number lh-0029 and lot #ascxs0271. A portion of the luer hub was circled in red. It could not be determined if the circled features of the luer hub contained foreign material. What could be a white spot or bubble was observed within the circled region, but it could not be determined if the spot was encapsulated within the luer, loosely sitting on the external surface, or was a reflection on the molded wing. Since the complaint could not be verified from the provided photograph, the reported event was inconclusive. A lot history review (lhr) of ascxs0271 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there's "unknown stuff" stuck on the connector.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, and labeling. Based on a review of this information, the following was concluded: the complaint of foreign material on the connector was confirmed and appeared to be supplier related. One 22 ga x 0.75 in safestep infusion set was returned in opened packaging. The needle cover was present over the needle and the safety mechanism was not activated. The white luer cap was not returned. A red fiber was present at the proximal luer. One photograph was also provided for investigation. The photo showed the luer hub being held in front of a safestep infusion set label with part number lh-0029 and lot #ascxs0271. A portion of the luer hub was circled in red and appears to be directing to the material observed on the returned physical sample. Microscopic observation of fibers revealed multiple colored strands consisting of black, white, and red material. Additional residue which appeared to be adhesive was observed on the luer threads and was observed to be bonding red fiber material to the hub. A non-complainant white luer cap was able to be attached to the luer hub. Since the adhesive appears to be adhesive used in the manufacturing process and the cause of the adhesion of the red fibers, the complaint is confirmed. The supplier has been notified of this event. A lot history review (lhr) of ascxs0271 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there's "unknown stuff" stuck on the connector.